Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance values of greater than 125 ohms. The device and rv lead remain in service. No adverse patient effects were reported.